Event description:
According to the chart, the pt developed "further problems" with her right hip & x-ray was done. On (B)(6) 2011 the pt had a revision to a calcar replacement 13x170 crc stem, 20mm buildup, 0 neck length with a 28mm head, 45 mms bipolar shell with line, anterior approach. This surgery was done under general endotracheal anesthesia. The old incision was used and he noted there was no obvious pus or signs of infection. The pt tolerated the procedure well.